Event description:
It was reported that an alert posted to the physician website indicating, that this cardiac resynchronization therapy pacemaker (crt-p) device is in safety mode. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
At this time the device remains implanted and has not been returned, therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.